Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. During explant procedure, a chest tube was needed to drain a pericardial effusion. It was suspected that the lead had perforated the cardiac tissue. The lead was explanted and successfully replaced. The patient was placed in critical care following procedure and their condition was unknown.

Manufacturer narrative:
The reported events were loss of capture and suspected cardiac perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The helix extension length and tip stiffness test results were within specification. The reported event of loss of capture was not confirmed. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.